Event description:
The reporter contacted animas on (B)(6) 2013 stating that there was an issue with the pump; the reporter contacted animas again that day to indicate that the issue was solved. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint available at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a review of the pump black box showed dates from (B)(4) 2018 to (B)(4)2018. The black box data from date of the complaint had been overwritten due to continued use of the pump. During investigation, the pump was tested for a minimum of 24 hours with a one unit per hour basal setting with no alarms, warnings or power loss occurring. The pump case was removed and no evidence of moisture contamination or loose components was found inside the pump. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.